Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. It should be noted that the mitraclip ntr/xtr system instructions for use, states: under the intended use section that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history did not identify any lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. However, the user error was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. Lastly, the unchanged tricuspid regurgitation (tr) was due to case-specific circumstances as the implanted clip experienced slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. It could not be determined which of the three implanted clips experienced the slda; therefore, the manufacturing and expiration dates have been provided for the three reported lots. The results are as follows: part / lot number: cds0602-xtr/90215u1/92. Manufacturing date: 16-feb-2019. Expiration date: 16-feb-2020. Part / lot number: cds0602(xtr)/90202u1/78. Date of manufacture: 02-feb-2019. Expiration date: 02-feb-2020. Part / lot number: cds0602-xtr/90211u1/05. Manufacturing date: 12-february-2019. Expiration date: 12-february-2020.

Manufacturer narrative:
Internal file number (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip was implanted on the septal and anterior leaflets. The second clip was implanted on the septal and posterior leaflets. There was no acute tr reduction with the two clips. The third clip was placed on the septal and posterior leaflets, reducing tr to 2. After the clip was deployed, the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda) and tr returned to 4. Due to the leaflet coaptation defect no further clips could be implanted. No additional information was provided.